Manufacturer narrative:
Pump passed the displacement test. A33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk cracked case at the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for unknown reasons. Customer's blood glucose levels were not included in the report. Nothing further was reported.